Manufacturer narrative:
(B)(4). The customer advised physio-control that their device was evaluated by a third party service agent where the reported issue was verified.  The third party service agent determined that the cause of the device's failure to obtain the patient's heart rhythm (ECG) or deliver a shock was that a wire inside the device had become disconnected. The specific wire which had been disconnected was not reported to physio-control. The third party service agent then reconnected the wire inside the device which resolved the reported issue and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. The device was not returned to physio-control for evaluation. A clinical review of the event was performed by physio-control; however, there was insufficient information available to determine whether or not the device use contributed to the outcome of the patient.

Event description:
The customer contacted physio-control to report that their lifepak® 15 (lp15) device would not obtain a patient's heart rhythm via paddles lead ECG, nor would it shock when prompted.  The patient reportedly had an obstructed airway due to a foreign object which evolved into cardio-respiratory arrest.  Medical personnel who first responded noted that bystander CPR was in progress upon their arrival.  The initial device used during the event was a lifepak® 1000 (lp1000).  Using the lp1000, medical personnel observed that the patient's heart rhythm was ventricular fibrillation (vf) without pulse and delivered a shock.   Due to the patient's condition, medical personnel then requested additional support from an advanced support ambulance which provided the lp15 for use.  The patient was then connected to the lp15 using a quik-combo therapy cable and edge system¿ electrodes.  Medical personnel advised that the lp15 did not detect the patient¿s heart rhythm while in paddles lead ECG, nor would it shock when prompted. Medical personnel then switched back to the initial lp1000 device in order to provide defibrillation therapy to the patient and used the lp15 for patient parameter monitoring only.  A total of 16 shocks were delivered to the patient using the lp1000 while en route to the hospital.  Once at the hospital medical personnel observed that the patient¿s heart rhythm was asystole and further resuscitation efforts were ceased. The patient did not survive the event.  No further details about the patient or the event were provided.